Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the flow rate of an administration set with control-a-flo regulator was not consistent. The patient was given parenteral nutrient solution at a rate of 50ml/h; however, it was observed that the infusion volume was 200ml which was different from expected infusion volume. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, two retained samples were provided for evaluation. Visual inspection of two retention samples did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which included gravity and flow testing, and no issues were noted. The reported condition was not verified on the retained samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.